Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and the outer insulation breached due to cosmetic metal ion oxidation(mio) damage. It was noted that all conductors were stretched, there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, the inner insulation had cosmetic metal ion oxidation (mio) damage, the outer insulation had cosmetic metal ion oxidation(mio) damage, the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut, the outer insulation had a cosmetic depression and the lead was stretched. (B)(4) the full lead was returned, analyzed and found that there is intermittency between the connector pin and cap. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the insulation was breached for the right atrial and ventricular leads. The leads were explanted and replaced. No patient complications have been reported as a result of this event.